Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing the right atrium as well as sensing the ventricle. This resulted in double counting of intrinsic events as well as minimal bi-ventricular (bi-v) pacing. It was discovered that the lead had become dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.